Manufacturer narrative:
Product details (catalog/lot#) and event date were unable to be obtained. The product was discarded; therefore, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation review could be performed. (B)(6). This is one of two products involved with the complaint and the associated manufacturer report numbers are: 2134070-2019-00129, 2134070-2019-00130, 2134070-2019-00131, 2134070-2019-00132 and 2134070-2019-00133. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an orthopedic procedure with a reprocessed dps drill bit, and the drill bit broke off in the patient¿s limb. The drill bit and fragments were retrieved from the patient, however there is concern that there was a chance fragments remained. The procedure duration increased due to this issue. Procedure was successfully completed. It is unknown if other medical intervention was required. There were no reported patient consequences. The physician considered this a safety issue for patients, because the broken piece cannot be retrieved from the patient without causing trauma to the tissue around the retained piece of drill bit. However, we cannot confirm any trauma was caused during this procedure. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.